Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had been scheduled for a lead replacement only. The representative met with the patient in pre-op and patient informed him that provider had referred the patient over to surgeon for a lead replacement surgery due to difficulties breathing. The representative checked the device and diagnostics were within normal limits and battery life was at 25-50%. It is currently unclear if difficulty breathing is associated with stimulation or if parameters were adjusted to manage the side effects. The surgeon later decided that he would replace the generator at the same time as the lead. The suspect product has not been received by manufacturer to date.